Event description:
It was reported that the customer's insulin pump alarmed no delivery alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The device passed no delivery test. However, the device alarmed during the basic occlusion test and unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit had scratched screen and cracked reservoir tube lip.